Manufacturer narrative:
(B)(4). Batch # p57t46. Additional information was requested and the following was received: regarding ¿pin was wanting to jam up, so it was pulled.¿, please help us to clarify the following could you please provide more details for issue reported? Was there any difficult removing the device from the tissue? Or was difficult to release/open the pin? The device would not close when the surgeon tried to close the closure trigger and the retaining pin would not retract manually but using the release button worked. Out of an abundance of caution I advised them to open a new device. The surgeon was able to get the second one to close and fire but had to use several reloads to complete the transection and take very small sections. The patient¿s tissue was extremely thick and the surgeon opted to oversew the staple line and forgo an anastomoses due to the tissue thickness. Device analysis: the analysis results showed that the cs40g device was received with no apparent damage and with a reload loaded in the device. The reload was received with all staples protruding, the washer uncut and with the knife recessed below the reload deck. The drivers were noted to be partially advance. The device was tested for functionality with a test reload and the device fired, forming all staples and cutting as intended. The cut line and the staple line were completed and the staples meet the staple form release criteria. The device opened and closed without any difficulties noted. The condition of the reload is consistent with the device being partially activated. As a result of the partial firing the lockout was engaged when the device was reopened. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a low anterior resection, surgeon was not able to get handle to close on tissue. Pin was wanting to jam up, so it was pulled. Able to get second one to function properly and completed case. There were no patient complications reported.